Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that on (B)(6) 2018 insulin leaked from the infusion set. The customer indicated that the location of the leak was at the quick release due to the quick release not being tightly connected. Blood glucose at the time of the incident was 500 mg/dl. The customer removed the infusion set. The customer also reported that on (B)(6) 2018 they had insulin leaked from the reservoir. The customer indicated they did not use the reservoir and discarded it. The customer was unsure if the leak was passed the second o-ring or if there were air bubbles. The infusion set and reservoir will be replaced. Troubleshooting for high blood glucose was not performed. The product will not be returned for analysis.